Event description:
It was reported that the home patient (hp) had received a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during drain six of six, while the hp was connected. The hp had disconnected during the dwell cycle, prior to the alarm, without using proper disconnect procedures. In addition, the hp then reconnected to the patient line without using aseptic technique. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm by cycling the power. The hp was going to finish the therapy using manual supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report is for a system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper disconnect procedures. In addition, the hp later reconnected to the patient line without using a proper aseptic technique. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.